Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicated normal function of the receiver stimulator with open circuit electrodes. Explant and reimplantation is planned, but had not taken place at the time of this report december 31, 2009.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed october 22, 2013.

Manufacturer narrative:
This report is filed january 15, 2014.

Manufacturer narrative:
(B) (4).